Event description:
Reportedly, during a routine follow-up, the physician tried to interrogate the device and a warning message was displayed on the screen. The device could not be interrogated. The device was explanted and is not available for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a routine follow-up, the physician tried to interrogate the device and a warning message was displayed on the screen. The device could not be interrogated. The device was explanted and is not available for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).